Event description:
The ventilator's logs that were received for another complaint contained a technical error indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The logs that were received for another complaint contained an occurrence of a turbine module failure during ventilation. The error was followed by the high o2 concentration alarm which implies that the turbine module had stopped and no air was being delivered . The error occurred again on a later date but this was because the issue had not been resolved. According to the distributor no service was requested and there is no information that any part was replaced. The logs however show that there were successful after the occurrence which implies the turbine module failure was intermittent. The conclusion in the matter is that the turbine module failure was intermittent that disappeared without repair measures. The true cause of the failure has not been determined.